Event description:
The facility reports the sling clip on the front left side became detached during a transfer and the patient fell to the floor. The patient suffered a cut on the back of their head and a skin tear on the leg. Patient was evaluated at the hospital and released.